Event description:
The customer reported that her blood glucose was 452 mg/dl when her sensor gave a reading of 60 mg/dl. The customer was unable to calibrate, due to a sensor error. Troubleshooting was performed and it was found the sensor may not have been working, or was dislodged, bent, retracted or damaged. At the time of reporting the high blood glucose and sensor issues, the customer's blood glucose was 152 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.